Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to have been a result of challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report slda, intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Noted frail leaflets, restricted posterior leaflet, prolapsed anterior leaflet. The clip was implanted medially on a2p2. It was noted after implant that another clip was needed laterally so another cds was advanced to the mitral valve. During advancement of the second clip, there was a single leaflet device attachment (slda) from the first clip. There was no contact between the clips. The physician stated the slda was likely due to the anatomy. The second clip was then implanted to stabilize the first clip and mr reduced to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.